Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display screen on the pump had ink spots or cracks. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display screen defect remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission 06/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with a scratched display lens. When the pump powered on, the display screen was dim and discolored. A test screen was installed and displayed properly.

Manufacturer narrative:
(B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.